Event description:
It was reported to st. Jude medical that the ICD was explanted when no communication could be established at the time of lead extraction. The pt was admitted suffering from acute sepsis/endocarditis. Pt presented with an acute febrile illness and semicomatose following an alleged IV drug overdose. Due to the pt's deteriorating health despite maximum medical management, the cardiology team decided to remove the device and lead. There was a previous report of the pt having received 5 inappropriate shocks but this could not be verified because the ICD could not communicate. It was also reported to st. Jude medical that the pt was a long item intravenous drug user, previous stroke victim, with a history of anterior myocardial infarction with extensive coronary artery disease. The ICD and lead were successfully explanted and the pt refused another implant and currently remains hospitalized. Pt will, however, receive long term antibiotic therapy.